Event description:
I have mcghan smooth saline breast implants that were implanted in 2002. I woke up in (B)(6) 2019 with excruciating pain and burning sensation in my breasts. The pain was so intense, I had to see my primary doctor. She prescribed pain medication and referred me to a plastic surgeon for a second opinion since I shared with her breast implants. She sent me for an ultrasound as well. The plastic surgeon indicated that my body is rejecting the implants and creating issues with my autoimmune system. Also, that have capsular contraction. I have been diagnosed with hashimotos disease. I have joint pains, body aches, breast pain, leg pain, heart palpitations, difficulty breathing; digestive issues, headaches, dry eyes and visual changes along with chronic inflammation. I have had health issues that began shortly after I had the breast implants put in 2002 but they were not linked to them until this year. FDA safety report ID# (B)(4).